Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97755, serial#: (B)(4), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt tried to charge the implant and saw a screen saying to call manufacturer, but didn't remember the code. They said the screen then went blank. A reset brought the screen back on. The pt was getting poor charge quality. The pt then said the recharger (rtm) was heating up at the square box portion of the cord. An email was sent to repair to replace the rtm. No symptoms were reported. Additional information was received. It was reported that they got home this afternoon ((B)(6) 2022) and received the replacement rtm, however it would not recharge; the pt was asked if they were having trouble recharging their ins still when they were using the replacement rtm; pt stated that they didn't know how to connect equipment together to recharge the ins. Reviewed requested information with the pt. Pt stated that trying to recharge was displaying on the controller; it was understood that the device was in passive recharge mode; reviewed passive recharge mode with the pt; pt did not have the rtm in place over the ins, so pt then placed the rtm in the belt and secured the belt in place; pt stated the three numbers on the trying to recharge screen were 96 96 96. Pt confirmed seeing the green light flashing above the screen. Pt mentioned that their ins was on their left side. Pt stated that they had new pieces of equipment a year ago and that then the device was perfect. Pt stated that the rtm relay box was getting warm, but not as warm as the last recharger' pt stated that the rtm relay box was getting warmer but not to the point where the device couldn't be held. Pt stated that they went to recharge their ins on sunday afternoon ((B)(6) 2022) when the equipment wouldn't do anything. Pt stated that people had asked them if the ins was helping them; pt stated that they knew the device was helping since they could hardly move after four days of not having the therapy. Pt noted that they recharge their ins once every three evenings so that they would keep the ins going on a regular pattern. Pt then stated that cannot recharge device, the controller battery is too low, recharge the controller displayed on the controller; the pt was advised to recharge the controller. The device was in passive recharge mode for a half hour at that point, however the device was stuck in passive recharge and would not progress to the normal recharging screen. It was reviewed with the pt that they would need to follow-up with a healthcare provider (hcp) or manufacturer representative (rep) to have the ins reset as it seemed that the ins was stuck in a state where the ins/equipment wouldn't communicate with each other. Pt mentioned that they had contact information for a pain clinic specialist. Pt stated that they had not contacted any local personnel regarding the issue yet. It was also advised that a message would be sent out to the field requesting contact, however a time-frame on a response was not promised. An e-mail was sent to the local reps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt mentioned they cannot get their controller to charge their ins. Pt said they were on the "batteries" screen and the ins charge was 80% and the controller charge was 100%. The pt was charging the controller from the ac power supply and the green blinking light was illuminated on top of the controller screen. Pt mentioned they had not been able to charge their ins and had been working with a rep to get ins to charge. Rep "had been giving the pt some ideas" but the pt was still not able to charge their ins. Pt said their right leg was bothering them last night all night long. During the call, the pt initiated a charging session of the ins, but got "poor" recharge quality. Then the pt repositioned the recharger antenna and got "excellent" recharge quality followed by "poor" recharge quality. Pt repositioned the recharger antenna again and got "excellent" recharge quality. The pt's controller had depleted down to 90%. Patient services specialist(pss) suggested the pt continue to charge their ins for about an hour and call back if the ins did not increment up. Pt mentioned their leg was jittery last night all night long and the only way they could get rest was to put lay on their left side and put their right leg straight out on a hard pillow. Pt said, "if they would not move, their leg would not jitter." Pss suggested the pt see their hcp if they continue to notice problems with their leg. Pt also mentioned the controller battery charge had not been going down recently. Later, pt said they were able to get their ins charge to 100% (controller was at 80%). Pt was seeing poor recharging quality while on the call however, pt confirmed that everything appeared to be working as intended. Pt turned their stimulation on while on the call. Pt will call back if they need further assistance. On 3/14, pt stated that the issues were resolved, pt was at the clinic this morning, they adjusted the stim little more to address the jitter/tingling in the right leg, rep has asked the pt to turn the device down a little bit, patient is going to try that. Pt said their weight at the time of the event was 175 lbs.